Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter involved with this complaint failed testing. The meter was found to have pcb contamination around c114. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting, the patient' meter had gone through a washing machine cycle and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
See incident description for device evaluation.